Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a 6 month postoperative clinical examination showed mobility of the maxillary bone. On (B)(6) 2018 a new surgical procedure was performed to evaluate the fixation of the jaw and a fracture of the 2 fixation plates was observed on the left side.

Manufacturer narrative:
The reported event could not be confirmed, because the affected device was not returned. Additional information (e.g. Postoperative images during implantation and at the time the event has been discovered were requested) has been requested in order to provide more details to the reported event. The distributor has forwarded the requested postoperative images and also mentioned that the patient was compliant to postoperative care instructions. The device has been implanted on (B)(6) 2018. During a postoperative clinical examination 6 months after the procedure, it has been observed that there is movement of the maxillary bone. Plate breakage has been confirmed on (B)(6) 2018, 8 months after implantation. In the instructions for use, it is stated that ¿(¿) the implants are designed to function only until bony healing (usually 6-10 weeks). (¿)¿ further. The review of the related DHR of the plate in question has shown that the device was manufactured to specification and has been accepted in final stock without any reported discrepancies. The possible root causes in the corresponding risk management file are: wrong/ missing information, too much load on implant/ bone (e.g. Due to tmj disorder/disease), improper insertion/ positioning of implant, wrong implant placement (e.g. Region with reduced bone quality, too much bone compression during screw insertion), implant was damaged by instrument/screw during bending/shaping/insertion, implant damaged during sterilization (e.g. Gamma radiation), wrong choice of implant (e.g. Screw too short due to system mixup and / or poorly assembled/used instrument or misleading measuring/identification). Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. Should the device be returned, the investigation will be re-evaluated.

Event description:
It was reported that a 6 month postoperative clinical examination showed mobility of the maxillary bone. On (B)(6) 2018 a new surgical procedure was performed to evaluate the fixation of the jaw and a fracture of the 2 fixation plates was observed on the left side.